Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
706763954- memory problem issue]: information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The patient and the patients representative switched off as to who was leading the call. The reason for call was the caller stated the therapy hadn't been working for about two weeks or so because the patient's pain was not eased and they had no relief from their pain. Patient said they had suffered for two weeks now and they didn't think the therapy was stimulating like it was before. Patient mentioned they had to lay on their back trying to feel any of the electricity or whatever it was where before it was working great. Patient stated when they were hurting really bad, the stimulation would have kicked in and take care of the pain, but now it wasn't doing anything at all. Patient stated their controller displayed memory problem around the same time, see rtg0617513/pe 706763954 for report, and when they saw this error, patient believed that their settings may have been wiped or turned down. Patient spoke to medtronic representative,  who told them the problem was probably the controller and that they probably needed to get it replaced. Agent asked for the event date and patient said they did not know, but that it was about two weeks ago when the pain started acting up. On the call, patient and caller confirmed the patients controller was at 100% and their implant was at 90%. Patient was able to locate their home screen, but noticed that the stimulation changed to group c, and they normally stay on group a. Patient changed stimulation back to group a, and confirmed stimulation was on. Patient stated they only had one program in group a, with stimulation intensity at 6.9. Agent walked patient through increasing intensity to 7.4. Patient stated they still do not feel any stimulation at all. Agent advised patient to change from group a to groups b or c to see if that impacted the patients pain symptoms. The issue was not resolved. The patient was redirected to their healthcare provider and representative for re-programming.

Event description:
Rep reported unsure of cause as they were unable to repeat this error in person. Rep met with the patient and gave them a loaner paddle as his was faulty. The rep spent time reprogramming patient to their satisfaction and has not had any further complaints from this patient since. Issue is resolved; information has been confirmed with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.